Event description:
Acute pyelonephritis. Left hydro-ureteronephrosis. Ureteral calcification suggestive of 1.3 cm calculus.

Manufacturer narrative:
The patient was treated for vesicouretero reflux (vur) in (B)(6) 2006 and subsequent ultrasound exams did not indicate any problems. The patient did not experience any utis 1-year post deflux treatment and after that experienced 2-3 non-febrile utis. The patient has recently been admitted for acute pyelonephritis and left hydro-ureteronephrosis. Recent ultrasound indicates possible calcification in area of implant suggestive of obstruction due to stone. The physician notes that they are unsure if the ureteral dilatation is related to acute infectious event or to a practically obstructive effect of the calcified deflux mound. Follow with the physician will continue.